Event description:
Reporting status: malfunction. Reporting rationale: constitutes likelihood to cause or contribute to patient injury. Device issue: guide wire separation. It was reported that with the guide wire in place, a viatrac was advanced and when it reached the distal portion, resistance was felt. The physician retracted the guide wire, at which time it broke. The anatomy of the patient was tortuous, with a lot of stenosis along the vessels in the anterior tibial. No additional event or patient information is available.

Manufacturer narrative:
Quality assurance analysis revealed that the guide wire was returned without any blood visible. There was contrast visible on the coils. There was corrosion on the tip ball. The tip coils were in a large loop and twisted in a smaller loop. The tip coils were pushed distal from the center solder for a length of 1 mm. There were two offset intermediate coils 1 mm proximal to the center solder. There was a kink in the core 5.4 cm proximal to the proximal solder. The core had separated at the distal end of the hypotube. There was core extending out of the distal end of the hypotube. There was a kink in the core and hypotube 1.8 cm proximal to the distal end of the hypotube. There was no other damage to the guide wire. The tip of the guide wire was tugged on to verify that the core and shaping ribbon were intact. The guide wire was sent to the lab for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. The scanning electron microscopy (sem) of the device core showed evidence of a heavy bend adjacent to the hypotube. The sem also showed the guide wire failed from ductile overload. The guide wire was therefore subjected to forces that exceeded the strength of the device. The incident information did not describe how the guide wire was bent. Guide wires are fragile and can be easily damaged. Pushing against resistance, as described in the case description, could cause the guide wire to bend as found on the returned device. The hypotube joint is the weakest point on the device core. In coronary procedures, this area is more supported by the guiding catheter, but in a peripheral situation, the guide wire is more vulnerable and will bend if pushed heavily against resistance and typically fails at the weakest point as with the returned device. In this case, the root cause of the bend and subsequent failure due to ductile overload is unknown, but the analysis did not show a manufacturing related cause for the guide wire failure. The viatrac was not returned for analysis and therefore no conclusion can be made related to how the viatrac contributed to the experience. The lot history record was reviewed and there were no non-conformities associated with this lot number. There is no indication of a quality issue in either materials or workmanship. This very low-level failure mode will be trended. Action may be taken based on adverse trend results. To insure this does not occur, manufacturing 100% checks all guide wires for any bends or kinks along the core. This MDR is considered closed by the quality assurance department.